Event description:
It was reported that the patient was experiencing frequent ipg charging due to ipg migration. The patient underwent an ipg revision procedure wherein the ipg was relocated.

Event description:
It was reported that the patients ipg migrated and the patient was also experiencing frequent ipg charging. The patient underwent an ipg revision procedure wherein the ipg was relocated. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned by the facility.